Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the downloaded electronic patient record (code-stat record). The code-stat files indicate that the device ran out of memory.  When the device runs out of memory, the ECG rhythm, pacing arrows and sense markers are not available for review in the code-stat record. Physio evaluated the device, but could not verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had been used for pacing, but when the patient was checked upon later, it was observed that the device had not been pacing.  The patient had been unwell and reportedly had a heart block. At 10:30 pm the patient was paced at the hospital's emergency department, waiting to be transferred to another hospital. At 1:30 am, a consultant went to check on the patient and found that the device had not been pacing. The consultant then turned the pacing back on and the device started to provide pacing pulses. The patient's heart pace had reduced to 20% and the patient eventually passed away.